Event description:
The customer reported that during use in a total knee surgery, the teeth broke off of the saw blade and were unable to be retrieved. To date, the pt is doing fine and no additional treatment is planned.

Manufacturer narrative:
Investigation results: this product is not being returned for evaluation as it was discarded by the facility. A review of history for this product found no similar reports for this failure mode. Conmed linvatec will continue to monitor this product for failures.